Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on 09/13/2015 to report that a (B)(6) male patient had a rash. The patient developed a rash and blisters on his back under the therapy electrode pads. The patient had little, red bumps on his chest, back, and ribs. The blisters were open and bleeding. The patient's physician prescribed a steroid cream. Follow-up indicated that the blisters were improving.